Manufacturer narrative:
There was another lot reported. Below is the information for that lot. Medical device lot #: 2122520. Medical device expiration date: 2023-10-31. Device manufacture date: 2022-05-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes that there was erroneous results. The following information was provided by the initial reporter: issue of lactate dehydrogenenase increasing in bd vacutainer pst primary tube after several hours at room temp (but stable in separate aliquot), they suspect platelet contamination of the plasma sample.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor serum was observed (sample appeared hemolyzed). Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor serum and erroneous results was not observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure (erroneous results-lactate dehydrogenase and poor plasma) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor plasma based on the hemolysis seen in the photo; it has not been confirmed for erroneous results. All retention sample testing was satisfactory.

Event description:
It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes that there was erroneous results. The following information was provided by the initial reporter: issue of lactate dehydrogenenase increasing in bd vacutainer pst primary tube after several hours at room temp (but stable in separate aliquot), they suspect platelet contamination of the plasma sample.